Event description:
Event description : on (B)(6) 2020, during the preparation for a treatment, an abort occurred when an abnormal beam was detected. It was not possible to resume manually the partial treatment from dceu (dosimetry counter electronic unit) value, but the tps (treatment planning system) was used to make a single prescribed beam of the normal beam skipping the already delivered spots. Preliminary analysis : the issue is under analysis and is reported preventively. Supplemental report will include analysis of the issue.

Manufacturer narrative:
Evaluation summary is provided in section b5 (describe event or problem).

Event description:
Event description (from initial report) : on (B)(6) 2020, during the preparation for a treatment, an abort occurred when an abnormal beam was detected. It was not possible to resume manually the partial treatment from dceu (dosimetry counter electronic unit) value, but the tps (treatment planning system) was used to make a single prescribed beam of the normal beam skipping the already delivered spots. Preliminary analysis (from initial report) : the issue is under analysis and is reported preventively. Supplemental report will include analysis of the issue. Evaluation summary (supplemental report): during the analysis of the (B)(6) 2020 event, iba identified an issue with the proton therapy system software versions pts-12.0.0, pts- 12.0.1 and pts-12.0.1.1. When using the iba proton therapy system in combination with an ois in device centric mode, if an irradiation abort occurs resulting in a corrupted or unavailable treatment record, the current pts software does not permit in a straighforward way, the delivery of the aborted beam through the ois. Iba initiated a medical device correction (see recall report iba ref. Pr-115141 - res 86076 / z-2715-2020). Please refer to the recall report for additional details.